Event description:
It was reported that; after five months of initial surgery, the patient related pain to surgeon. The screw was broken and a new procedure was scheduled to replace it.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Visual, dimensional and functional analysis could not be performed as the device was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; after five months of initial surgery, the patient related pain to surgeon. The screw was broken and a new procedure was scheduled to replace it.